Manufacturer narrative:
The device was returned for evaluation. During investigation, data was unable to be retrieved from the device, so the cause of the reported event could not be determined. Investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had an occlusion alarm while sleeping. His blood glucose levels were 475 mg/dl at the time. The pod was worn on the patients hip/buttocks for between 4 and 24 hours.